Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced vomiting prior to the permanent implant procedure. In turn, the procedure was abandoned. Reportedly, no products were implanted nor explanted.

Event description:
Additional information gathered identified the patient¿s symptoms were relieved.